Event description:
The dealer alleges that the right motor has no output, 5 flashing lights on a tdxsi power chair. The chair stopped on the customer at the mall, she had her parents with her to assist.